Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a. Stating that the device had exposed wires. The device was not being used during surgery. There was no injuries or medical intervention. There was no add'l info provided.